Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, the event likely occurred during user handling, where water invaded the scope, and led to an abnormality of the device¿s electrical parts. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope experienced a b30 scope communication error. The device was inspected prior to use with no abnormalities found, the issue was found during a diagnostic bronchoscopy, the procedure was completed with a similar device with a 5 minute delay while replacing the device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that a b30 scope communication error was displayed with an unrestorable black screen. Additional findings include the following: the plug unit was corroded due to a water invasion, and the plug unit / circuit board needed to be replaced to bring the device back to specification. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.